Event description:
In (B)(6) 2015, the surgeon performed a left side si joint arthrodesis on the patient placing three ifuse implants. Patient complained of contralateral calf swelling and pain approximately two weeks post-op. Patient tested positive for dvt and is currently being treated with anticoagulants by his primary care physician.

Manufacturer narrative:
Based on the information provided, review of surgical technique guide, IFU and certificates of analysis, the most probable root cause for the dvt is the surgical procedure. Part numbers, lot numbers, manufacturing dates and expiration dates: 1st (superior): ifuse implant, p/n 7070-90, lot# i0a57, manufactured 07/23/14, expires 2019-07; 2nd (middle): ifuse implant, p/n 7050-90, lot# 223222, manufactured 12/18/14, expires 2019-12; 3rd (inferior): ifuse implant, p/n 7050-90, lot# 292222, manufactured 12/09/14, expires 2019-12.